Manufacturer narrative:
No product was returned for evaluation. Review of the lot history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instructions program or equivalent.

Event description:
It was reported following a heart catheterization procedure, a 6f angio-seal device was used in the right femoral artery. A pre-deployment angiogram of the right femoral artery was performed. The patient was transferred to the recovery area. While in the recovery area, the patient lost pulses in the leg. The patient returned to the cardiac cath lab where a percutaneous transluminal angioplasty (pta) and stenting of the right iliac artery was performed unsuccessfully. The pt was transferred to the operating room where revascularization was successfully completed. The patient was stated to be in good condition and was discharged the next day.